Manufacturer narrative:
Ref MFR report number: 2937094-2013-00300.

Event description:
It was reported that the first fiber broke within "1 - 1.5 minutes" of use. It was reported that a second fiber broke within "1 - 1.5 minutes" of use. The procedure was completed with a third fiber. "No injury for pt or staff was involved," was reported. This report is for the first fiber.